Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger appeared not to charge the device as expected, with two green lights flashing and the ilet initiating charge briefly before stopping. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included guided troubleshooting and user education to relocate the charging pad to a different power outlet. Investigation of this case revealed that the device resumed normal charging after moving the charger to a new outlet, consistent with a charging function affected by the original power source rather than a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was an issue with the external power outlet and resolved through standard troubleshooting.